Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose readings close to 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. It was found that infusion set cannula was bent and customer was not getting insulin. Customer was hospitalized and was released on (B)(6) 2016. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose.